Event description:
It was reported that the system 9800 had poor image quality, problems putting images into archival system, and occasionally the left monitor going blank. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The following parts were found to be questionable and were replaced. The system interface, fluoro function, and display adapter circuit boards along with the memory back up battery. The system was tested and found to be working as intended and placed back into service.